Manufacturer narrative:
Updated data: h2 h3 h6. Image review: intraprocedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, it was documented that the aortic valve was heavily calcified. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed three times to ensure adequate dilatation prior to the valve implant attempt. The valve was deployed just prior to the point of no recapture and depth assessment was performed. The depth was approximately 0 millimeter (mm) on the non-coronary cusp in the cusp overlap view and frame infolding was visible. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. It was reported that the valve was recaptured once and during the subsequent deployment attempt the infold persisted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Furthermore, recapturing an infolded valve will not resolve the infold. Evidence supports that the infolded valve was not implanted, and a new valve was loaded confirming a good load. The new valve was deployed just prior to the point of no recapture, and depth assessment was performed. Depth was approximately 3mm on the non-coronary cusp in the cusp overlap view and 7mm on the left coronary cusp in the left anterior oblique (lao) view. The valve was released with the infold, and despite two post implant dilatations, the infold did not fully resolve. However, final angiogram showed no evidence of significant aortic regurgitation/ paravalvular leak thus no further intervention was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of an evolut 29 millimeter transcatheter aortic valve in a patient with a heavily calcified aortic valve, after fluoroscopic evaluation, a 22 millimeter pre-dilatation balloon was performed. During 80% deployment of the valve, incomplete expansion was observed, with infolding or indentation noted in the valve frame. Per the physician, this was due to calcification in the aorta. Of note, the valve was positioned higher than the usual implantation height, and the patient experienced hemodynamic instability, prompting recapture of the valve and an attempt at redeployment. On the second attempt, the valve was implanted at an appropriate height, but the same abnormal appearance was noted at 80% deployment. A new valve was prepared and the first one was withdrawn from the patient. The second valve was implanted in a good position, but again at 80% deployment, the same indentation was seen, indicating that the patient¿s anatomy prevented full valve expansion. The implantation was completed and a post-implant balloon dilatation, resulting in a good hemodynamic outcome and mild paravalvular leak. There was a procedural delay. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of an evolut 29 millimeter transcatheter aortic valve in a patient with a heavily calcified aortic valve, after fluoroscopic evaluation, a 22 millimeter pre-dilatation balloon was performed. During 80% deployment of the valve, incomplete expansion was observed, with infolding or indentation noted in the valve frame. Per the physician, this was due to calcification in the aorta. Of note, the valve was positioned higher than the usual implantation height, and the patient experienced hemodynamic instability, prompting recapture of the valve and an attempt at redeployment. On the second attempt, the valve was implanted at an appropriate height, but the same abnormal appearance was noted at 80% deployment. A new valve was prepared and the first one was withdrawn from the patient. The second valve was implanted in a good position, but again at 80% deployment, the same indentation was seen, indicating that the patient¿s anatomy prevented full valve expansion. The implantation was completed and a post-implant balloon dilatation, resulting in a good hemodynamic outcome and mild paravalvular leak. There was a procedural delay. No patient c omplications have been reported as a result of this event. Additional information was received indicating that no misload was identified during loading.